Event description:
It was reported that patient presented to the clinic after receiving a patient notifier for non-sustained lead noise. Egm revealed atrial fib with varying p wave amplitudes diagnosed as noise. Device was reprogrammed. Patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.